Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receive will boot and charge.the receiver log did showed unexpected power on reset, multiple "rtt loss" was observed within the investigation window (display time offset was -31.05:36:15). Performed global receiver test: passed. Case opened for battery and interior inspection: failed. Battery connector installed not correctly to main pcba jp1. See pictures attached. Battery voltage measured= 4.0v. The complaint was confirmed for receiver ceases to function due to assembly error, battery connector installed not correctly to main pcba jp1 causing intermittent loose power.the reported event that the receiver ceased to function was undetermined. The root cause was assembly error.